Event description:
The pt was implanted with a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pt experienced fever and pain at the pump pocket site. The hcp withdrew csf from the catheter access port, which contained wbc's and cultures grew staph hominus. No cultures of the pump reservoir contents were performed. The pt underwent explantation of the pump and catheter in 2000. Pus was noted in the pump pocket. The pt received two weeks of intravenous vancomycin. The infection resolved and the pt is back to baseline.